Event description:
It was reported that there was a right poly swapped due to over tightness.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown poly insert. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.